Manufacturer narrative:
The oxygen gas module which regulates the inspiratory oxygen gas flow to the patient was replaced during on-site troubleshooting. The replaced part and logs were returned for investigation. The reported alarm for high oxygen supply pressure was confirmed in received logs showing that the alarm was generated when the ventilator was in standby on (B)(6)2018. The date of event is updated accordingly. The reported issue was not reproduced during test of the returned oxygen gas module in a reference ventilator. However checking the measured supply pressures after 6 days of ventilation, it was noticed that the measured oxygen supply pressure was 5.3 bar while the actual pressure was 4.3 bar. The measured value was within specification (2.0-6.0 bar) therefore no alarm for high oxygen gas supply pressure was generated. However the discrepancy in measured gas supply pressure value indicates a drifting gas supply pressure transducer inside the oxygen gas module. The gas supply pressure transducer is part of the flow measuring in the gas module. The failure of this component would lead to inaccurate gas flow regulation which will be detected during pre-use check if present and alarms will be activated if the failure occurs during ventilation. Electrical measurement showed that the gas supply pressure transducer on the returned oxygen gas module had a high offset which is considered to have caused the reported failure. The root cause of the pressure transducer¿s offset drift has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator alarmed for o2 supply pressure high. There was no patient involvement. (B)(4).